Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is not marketed in the us. Lens was returned in a micro-centrifuge vial with moisture on lens. There was clear surgical residue on product. Visul inspection found that the optic and haptic were torn. Presence of residue on lens surface was also observed. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo 13.2, 15.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. A lens tear/break during injection/delivery into the eye was observed. There was patient contact but no patient injury. On (B)(6) 2019 the lens was removed and later replaced with another lens. It was reported that this replacement resolved the problem. In the reporters opinion the cause of this event was due to user error/ bad procedure of loading.